Event description:
As reported: "the gamma nail is broken and has been revised. Re-osteosynthesis with sliding nail intercuspid."

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged issue. The device inspection revealed the following: the received nail is completely broken in the webs of the proximal lag screw hole. Severe drill marks were found at the lateral entrance of the hole majorly along the anterior web on the distal & proximal portion of the nail; they progress inwards through the bore towards medial. The drill marks were generated by a deviated lag screw step drill which most likely had created the starting point of the fracture (notching effect) somewhere at the lateral edge on the anterior web. The fracture pattern resembles a fatigue fracture, evident by visible lines of rest, relatively smooth fracture surface on initiation side and abrupt feature on the other side. The breakage initiated in a fatigue manner and broke instantaneously from the other side due to high tension and loading. Signs of overloading was partly visible on the medial side of the nail, most of which was distorted by the explantation marks. Another observation was the presence of two circular cavity just below the breakage point in the nail which appears to have been done to extract the nail out from the im canal. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. With the available x-rays and patient details, a medical opinion was taken from our hcp which stated: clearly there is a non-union. The x-ray shows little callus formation [¿] at the time of the nail breakage, [¿] the fracture line is clearly visible. One thing that is notable is the tad (tip-apex-distance) seems to be relatively long. This may have contributed to additional instability in the fracture fragments for this already very unstable fracture. Another thing which must be noted, there are no dates on the x-rays, the second direction of the x-rays is missing and there is no x-rays presented showing the distal locking of the nail. All these factors are important to give a more detailed answer. Based on the provided information, the root cause of the reported event is multi-factorial: the location of the fracture and the technical aspects of the surgical procedure may have contributed to the event. Furthermore, patient activity levels post-op, co-morbidities may also have contributed to an inadequate load distribution, and therefore the breakage of the implant. Along with the above assessment, intra-operative mis-drilling (evident in the returned nail) could have also weakened the nail initially. The operative technique clearly warns the user: in the event the nail is damaged during lag screw reaming, the fatigue strength of the implant may be reduced which may cause nail to fracture. The IFU states that: the implant is intended for temporary bone fixation. In the event of a delay in bone consolidation, or if such consolidation does not take place, or if explantation is not carried out, complications may occur, for example fracture or loosening of the implant or instability of the implant system. Regular post-operative examinations (e.g. X-ray checks) are advisable. The patient should be warned that the device cannot and does not replicate a normal healthy bone, that the device can break or become damaged as a result of strenuous activity or trauma, and that the device has a finite expected service life. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the gamma nail is broken and has been revised. Re-osteosynthesis with sliding nail intercuspid."